Manufacturer narrative:
Investigation revealed that this failure mode was caused by user neglect/abuse. The end user explained that her husband backed into the wheelchair with their truck (complainant couldn't confirm exact date of event). This event caused the footplates to break off. The customer continued to use the product despite ample warning to pursue service found in owner's manual (see "damages & malfunctions warning" & "safety instruction-general" found in owner's manual; attached to case). The end user explained that while driving on a slick surface, she had gotten off balance and fell out of the wheelchair. The end user reported not wearing a positional belt and that continued use of the product led to this incident, stating bad judgment is to blame. Due to the nature of this event, permobil cannot guarantee the continued performance or the quality of the device (see "accident & extraordinary events policy"; attached to case). This end user took the wheelchair to a non-certified dealer for repairs. The wheelchair has been corrected although considered to be out of specification and any remaining warranty may be declined. The DHR for this device was reviewed and the wheelchair met specification prior to distribution. (B)(4)

Event description:
End user reports that the right foot plate snapped off and needs replaced. End user states that she fell out of the wheelchair and injured herself.